Event description:
The consumer reported accidental exposure to the binaxnow covid-19 self-test reagent on (B)(6) 2022. Per the consumer, she accidentally mistook the reagent for her medicine and poured 1-2 drops inside her nose before realizing her mistake. The consumer was advised via phone that she should seek medical attention to ensure that proper treatment is administered. There was no reported patient impact.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded, single use.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service was not able to provide the safety data sheet to the consumer, as their contact information was not provided. However, the consumer was advised to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. H3 other text : device discarded, single use.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 self-test reagent on (B)(6) 2022. Per the consumer, she accidentally mistook the reagent for her medicine and poured 1-2 drops inside her nose before realizing her mistake. The consumer was advised via phone that she should seek medical attention to ensure that proper treatment is administered. There was no reported patient impact.